Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix could not perform an evaluation of the device as the device remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the aneurysm rupture, type ia endoleak, type iiib endoleak and additional endovascular procedure complaints are confirmed. This is consistent with the reported adverse event/incident. The clinical assessment determined that there was evidence to reasonably suggest migration of the proximal extension occurred that was not included in the event as reported. The migration was discovered during review of the computed tomography scan dated (B)(6) 2024. The migration left 53mm of unprotected neck which caused the type ia endoleak. Device, user, procedure or anatomy relatedness of the type iiib endoleak could not be determined. Procedure related harms could not be determined. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: g3: awareness date ¿ updated. H6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was treated for an abdominal aortic aneurysm on (B)(6) 2018, with the implant of an afx2 bifurcated stent graft (bsg) and an afx vela infrarenal. On (B)(6) 2024, the patient was emergently transported to the hospital due to a rupture. On (B)(6) 2024, it was determined that there was a type iiib endoleak of the afx2 bsg and a type ia endoleak of the afx vela infrarenal. It was reported that these were the cause of the rupture. Reintervention was performed the same day with the implant of a gore (non-endologix) tag conformable thoracic stent graft and two gore (non-endologix) cuffs. The patient had remained in the hospital and an additional computed tomography scan was taken on (B)(6) 2024, showing residual type iiib endoleak and type ia endoleak. An additional reintervention was scheduled for (B)(6) 2024; however, no additional information has been provided.